Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d4 implantable cardioverter defibrillator, (B)(6) 2013. A 6947m implantable tachy lead, (B)(6) 2013. A 5076 implantable pacing lead, (B)(6) 2013. Product event summary: the full lead was returned and analyzed and no anomalies were found. However, the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead indicated stretching. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had intermittent capture at maximum output, high threshold and had apparently moved from the implanted position. The lead was explanted and replaced. No patient complications have been reported as a result of this event.